Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited loss of capture and no sensing measurements which was caused by the leads dislodgement from the atrium. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.